Event description:
It was reported that the left ventricular lead exhibited increased capture thresholds. An x-ray confirmed that the lead had dislodged. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.